Manufacturer narrative:
A complaints search and DHR review did not identify any anomalies. This complaint is with regard to infected attune total knee replacements which occurred at (B)(6). Upon receiving the complaint the decision was made to make a site visit to the facility in which the cleaning and re-sterilization of the attune intuition instruments for (B)(6) hospital occurs. Depuy provided onsite training to the ssd staff and included an explanation of the symbols on the instruments, how to assemble/disassemble the devices, and a demonstration of the cleaning positions of the instruments when placed into the trays and its rationale. This was delivered to 5 groups of ssd staff (36 people). From the information received and the investigation performed the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion, and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
Infected attune tkr.

Manufacturer narrative:
(B)(4). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.